Event description:
A malfunction was reported without any notable events occurring beforehand, and it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was not resettable due to a malfunction code, and technical support arranged for a replacement pump. The customer was informed about the pump replacement, and delivery was ensured by a messenger. There was no additional information concerning the return of the problematic pump to tandem.